Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device bearing and seal were worn, the trigger was sticking, the device would not run, the electrical control unit and motor were damaged and the device was cosmetically damaged. It was further determined that the device failed pretest for check for sticky speed trigger, check triggers and check the attachment coupling. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.